Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an intramedullary nailing of femur, the lead threads of the driving cap screw broke off inside the radiolucent insertion handle making implantation of device difficult. There was surgical delay of fifteen (15) minutes. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), radiolucent insertion handle femoral recon nail (frn) (part # 03.033.001, lot # l700503, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part: 03.010.523, lot: 8718704, manufacturing site: bettlach, release to warehouse date: 27.february 2014 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary: background: 06/17/2019: updated event description: . It was reported that on (B)(6) 2019, during an intramedullary nailing of femur, the lead threads of the driving cap screw broke off inside the radiolucent insertion handle making implantation of device difficult. There was surgical delay of fifteen (15) minutes. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), radiolucent insertion handle femoral recon nail (frn) (part # 03.033.001, lot # l700503, quantity # 1). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: driving cap/threaded (03.010.523) was received at cq. Visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The broken off distal threaded tip was returned lodged in related insertion handle (03.033.001). The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. Dimensional inspection: no dimensional inspection of the relevant features, distal threads, was able to be completed due to post-manufacturing damage. Drawing/specification review: drawings were reviewed during investigation and no design issues were noted. Mre review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The distal threads of the complaint device were observed to be broken off, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: d6: remove implantation date reported on initial mwr-(B)(4). Device was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.